Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  Physio replaced the system pcb assembly as a precaution and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer reported that while monitoring a patient, their device flashed service on the screen and then lost power. &#1288;is reportedly occurred three times during the reported event. &#1288;ere was no report that the patient required defibrillation therapy or suffered any adverse effects during the reported event. &#911; additional event information has been provided.

Manufacturer narrative:
Lot number, of the initial medwatch report indicates: 36562283. Lot number, of the initial medwatch report should indicate: blank.